Event description:
It was reported that a pt underwent an arterial biopsy procedure on (B)(6) 2010, and suture was used even though she is allergic to silk. The pt was reoperated on to remove some of the suture, but the surgeon could not find all of it. The pt had an MRI and the doctor was not able to find the rest of the suture. The pt had a "scope" of her now red and sore throat. The pt continues to be on antibiotic, steroids, breathing treatments and stomach medications due to acid reflux from the new medications. The pt's face is still slightly swollen. The biopsy results were negative. The pt is now being treated by an ear, nose and throat specialist and is planning to see a pulmonologist.

Manufacturer narrative:
(B)(4) - allergic reaction. Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.